Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed a presenting electrogram (egm) with p wave over sensing and marking the r wave as ventricular fibrillation. A positional assessment was recommended. According to the field representative, no corrective action was taken. The patient was instructed to do a patient initiated interrogation at home on his latitude monitor after the pacemaker clinic found the oversensing. That transmission showed that the lead was performing properly without any oversensing. Furthermore, the field representative mentioned the sensing behavior could have been caused by the way the patient was laying at the time that the latitude presenting egm was collected in the middle of the night. The plan is to just keep an eye on the transmissions in the near future to make sure he doesn't have any more oversensing. If he has more oversensing in the future, they will plan to bring the patient in to get an x-ray and do some positional testing to see if they can recreate the oversensing. The rv and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.